Event description:
A post cardiac surgical patient experienced recurrent clotting of prismaflex m100 set, while receiving a cvvhdf treatment on prismaflex machine. The patient was possibly septic and he was not receiving any anticoagulation. The patient did not exhibit any symptoms following the clotting events, but he received a transfusion of one unit of packed red blood cells. The treatment was continued on the same prismaflex machine. According to the nurse, once the catheter was switched from the femoral to the internal jugular vein, the frequency of the clotting events stopped. The patient continued therapy on the prismaflex machine.

Manufacturer narrative:
The prismaflex m100 filter set was discarded and not available for inspection. The lot number is unk. There was no data to reasonably suggest that any gambro product malfunctioned or may have contributed to the reported event.